Event description:
3 days following turp of prostate, fiducial marker placement and barrigel insertion, patient passed away at home. Determination of cause of death in-process.

Manufacturer narrative:
At time of follow-up, no causal link established between the patient death and use of barrigel. Physician felt that death was due to pulmonary embolism (unconfirmed) and not related to barrigel or the injection procedure.

Manufacturer narrative:
At time of follow-up, no causal link established between the patient death and use of barrigel. Physician felt that death was due to pulmonary embolism (unconfirmed) and not related to barrigel or the injection procedure.

Event description:
Three days following turp of prostate, fiducial marker placement and barrigel insertion, patient passed away at home. Determination of cause of death in-process.

Manufacturer narrative:
At time of report, no causal link established between patient death and use of barrigel.

Event description:
3 days following turp of prostate, fiducial marker placement and barrigel insertion, patient passed away at home. Determination of cause of death in-process.